Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. However, we can confirm that the snare head was difficult to advance due to a split in the sheath near the base of the proximal handle. When the snare handle was manipulated, the drive wire was exposed from the outer sheath. The outer sheath is split from about 3.4 cm to 8.3 cm from the base of the handle. A kink was observed where the drive wire is connected to the handle cannula tubing. The drive wire was pushed and held into the sheath, and the snare handle was manipulated. The snare was able to advance and retract. Due to the split in the sheath, no further functional testing was performed on the device. At the distal end of the sheath, there is a white unknown substance inside the sheath. It is unknown when the split in the outer sheath occurred. The kink near the handle and the split in the tubing most likely contributed to the user experiencing retraction difficulty. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to: "fully retract and extend snare to confirm smooth operation of device." The instructions for use direct the user to: "advance device, in small increments, until endoscopically viewed exiting endoscope." Damage to the product can occur if the device experiences excessive pressure during use. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy with polypectomy procedure, the physician used a cook acusnare polypectomy snare. The device malfunctioned when it was opened. When the device [was] opened, it [did] not close properly [difficult retraction]. A new asdb-15-015-s (acusnare polypectomy snare) was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.